Event description:
The advocate stated that the customer's blood glucose readings had been higher than usual. While troubleshooting, she performed control tests and received results of 556 and 363 mg/dl. The normal control range was 99-137 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test stirps were sent to the customer.